Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample and a needleless injection cap was attached to the luer adapter. Microscopic inspection of the valve was unremarkable. An attempt to infuse and aspirate water through the sample using a 12ml syringe revealed the sample to be patent to both with no observed leaks. The effort required to aspirate was comparable to that required for a similar non-complainant device. The valve appeared to function as intended. No deficiencies were discovered during evaluation of the returned sample; however, the valve crack pressure could not be measured and the pressure conditions in which the device is intended to function when inserted could not be reproduced. Consequently this complaint is inconclusive at this time. H3 other text : device evaluation findings are in the manufacturer's note.

Event description:
It was reported defected valve in the PICC. After the placement, the blood came out of the valve. Replacement of the catheter - more time for the patient/user and material consumption. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refp2006 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported defected valve in the PICC. After the placement, the blood came out of the valve. Replacement of the catheter - more time for the patient/user and material consumption. No other information was provided.